Manufacturer narrative:
(B)(4). Insulin pump alarmed constant failed battery test after battery installation, problem isolated to electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify heating up due to failed battery test. Insulin pump received with scratched case and pillowing keypad overlay. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had heats up. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.